Event description:
It was reported that the patient presented via merlin.net transmission. Upon review, the implantable cardioverter defibrillator exhibited non sustained over sensing episodes. On (B)(6) 2017, the patient presented in clinic for follow up. The device was reprogrammed and resolved the oversensing issue. The patient was sent home.